Event description:
Removal of endosseous dental implants. Two implants were placed in sites #4 and #5(class iii bone) on 4/1/94 during a complex procedure. The clinician reports that there was minimal buccal-lingual width of bone in the area due to a previous infection. A temporary prosthesis was placed on 8/15/94 and the final screw-retained prosthesis was placed on 9/24/94. The clinician reports that the implant site #4 fractured and was removed on 11/1/96. He placed another implant in the site at that time. The implant in site #5 later fractured and was removed on 2/11/97. He states that the failures may be due to a mechanical overload from a bilateral cantilever.